Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in patients notice and the allegations there in are unverified. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿metal on metal articulating surfaces have limited clinical history.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04707 / 04709).

Event description:
It was reported by the patient's legal representative that the patient underwent a total hip arthroplasty on (B)(6) 2003. Subsequently, the patient was revised on (B)(6) 2012 due to patient allegations of elevated metal ion levels and spinal problems. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported by the patient's legal counsel that the patient was revised approximately nine years post-implantation due to elevated metal ion levels, metallosis, metal hypersensitivity, and spinal problems. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided medical records. Review of the third party hcp review medical records indicates patient's revision procedure was exclusively due to metal hypersensitivity. The tissue samples taken during revision showed peri-prosthetic inflammatory reaction that is classifiable as alval. It was also stated that lesion is mainly due to a metal hypersensitivity and is not related to a bearing wear or any defect in the prosthesis. Tissue samples had a white-gray color so no metallosis was present,because otherwise the tissue would have a more black-color. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.